Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 3/5 was confirmed and cause is due to use error. Per the complaint information the cause of the se 2240 is due to the patient having a clamp open on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient accidently left an unused line clamp open during therapy and was referred to the nurse. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated therapy was going fine and there was no patient injury or medical intervention reported.